Manufacturer narrative:
Block g4: premarket / 510(k) #: k163248, k151895. Block h6: imdrf medical device code a27 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: investigation results the returned expect pulmonary needle was analyzed, a visual evaluation was performed and the working length was kinked/bent in several locations and the luer of the device was cracked. A functional evaluation was also performed and noted that the sheath adjust knob was removed from its original position and could not be tightened or loosened. The needle adjust knob did not have any issues. A flushing test was performed and a leak was observed in the luer. No other issues were noted. Based on all available information and the condition of the returned device, it is probable that the manipulation during its use could have affected the device's performance and integrity. Handling and manipulation of the device during its use can lead to kinks/bends on the working length. Also, interaction with the scope while advancing the device could have kinked/bent the device. Over tightening the syringe to the luer can lead to cracks, resulting in issues with flushing the device. It is probable that the user removed the sheath adjust knob from its original position as there are marks in the knob's threading that show forceful manipulation. The investigation concluded the most probable root cause for the observed issues is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an acquire pulmonary needle was used during an endobronchial ultrasound-guided transbronchial needle biopsy (ebus-tbnb) procedure performed on (B)(6) 2021. During the procedure, when saline was being flushed into the needle, the saline leaked from the handle. In addition, the sheath adjustment knob could not be adjusted or locked. The procedure was not completed successfully and cancelled due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Premarket / 510(k) #: k163248, k151895. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an acquire pulmonary needle was used during an endobronchial ultrasound-guided transbronchial needle biopsy (ebus-tbnb) procedure performed on (B)(6) 2021. During the procedure, when saline was being flushed into the needle, the saline leaked from the handle. In addition, the sheath adjustment knob could not be adjusted or locked. The procedure was not completed successfully and cancelled due to this event. There were no patient complications reported as a result of this event.